Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. Eleven days after the event onset, the patient was hospitalized for peritonitis and another unrelated medical condition. That same day, the patient started treatment with injection vancomycin (2g weekly; route and duration not reported) and injection ceftazidine (250mg per bag, intraperitoneal, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.